Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure of a (B)(6) male patient (patient weight is unknown). During the procedure, the physician was unable to advance the device to the common hepatic duct due to severe stenosis at the target site.the procedure was successfully completed with another device and no reported patient complications. The patient was reported to be stable after the procedure.

Manufacturer narrative:
A visual evaluation of the returned device revealed only the stent was returned for evaluation. The delivery system along with guide catheter was not returned for evaluation. The outer diameter of the stent was measured and was approximately 0.109" equivalent to 8.5fr. The stent length (barb to barb) was measured and was 96mm which meets the specification 97mm +/- 2mm for a (B)(4) part. The inner diameter was measured with a 0.077' pingage and meets the specification of 0.077". The stent was found to be slightly bent/deformed. Based on the condition of the device and the details of the event, the most probable root cause for this complaint is operational context. The device history record review confirms that the device met all manufacturing specifications. A lot history search was performed and found no other complaints against the specified lot.

Manufacturer narrative:
The device has been received; however the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure of a (B)(6) male patient (patient weight is unknown). During the procedure, the physician was unable to advance the device to the common hepatic duct due to severe stenosis at the target site. The procedure was successfully completed with another device and no reported patient complications. The patient was reported to be stable after the procedure.